Event description:
It was reported that the device was implanted and explanted in 2008. The reason for the explant is unknown. It is unknown if the explant was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.